Event description:
It was reported that an ilet user experienced two infusion set occlusion alarms with elevated blood glucose at 331 mg/dl, and glucose began to decline after reconnection; insulin delivery was resumed after the user disconnected, primed insulin through the line, and reconnected, and the issue resolved only after a full supply change. Customer care provided support that included customer service troubleshooting and user education. Investigation of this case revealed that the infusion set, and related disposable components were implicated, with occlusion preventing expected insulin flow until the set was replaced. No symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery without hospitalization. It was concluded that the event was due to an infusion set occlusion that resolved after a supply change, with no further adverse outcomes reported.